Event description:
It was reported that an ear ulcer syringe component split open.

Manufacturer narrative:
It was reported that an ear ulcer syringe component split open. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and it was observed that the ear ulcer syringe component had split along the middle seam where the two molds of the device are attached together. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.